Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not sensing, had noise and dislodged while the left ventricular (lv) lead was being placed. It was further reported that there was lead insulation damage thought to have been caused while cutting the sutures from the suture anchor. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.